Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. Once patient went under anesthesia, the transesophageal echocardiogram (tee) was clear for thrombus. As they were starting to get groin access along with versacross connect, when bringing up the wire, and not yet in the groin, the blood pressure tanked and the patient was de-stating (oxygen levels were bellow 100. In the high 80's, low 90's). Hence, epinephrine was given, but it was unable to keep patient stable. Thus, the procedure was aborted. The patient was hospitalized for prolonged hours. The current status of the patient is unknown. No other adverse event was noted. The physician believes that it may have been an allergic reaction to vancomycin. No device issues were reported. The device is not expected to be returned for analysis.